Event description:
(B)(4) is the initial importer of the reported device which is a walker. End-user lost the device at the airport. (B)(6) will not be able to evaluate the unit for root cause. She has not been able to supply model or serial number. In an overabundance of caution we are filing this report due to the severity of the injury. Early last year, the user was sitting on the walker. She reportedly engaged the brakes and the rollator started to move. She attempted to stop the momentum with her feet, and subsequently fell out of the chair and became unconscious. She was with her sister and daughter. She woke up in the hospital with no memory of where she was. She advised that x-rays were taken showing internal bleeding in her skull. She remained in the hospital for a week. She has experienced memory loss, vision problems, and started experiencing migraines after the fall. She prescribed pain medication for the migraines, norco and topamax